Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported by the patient that ten infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 300 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1898453- MDR 3003442380-2024- 10878- device 3 of 10